Manufacturer narrative:
The event occurred in (B)(6). Correction sent as it was noted the product sent back was unused product and was not the product from the allegation. Device not returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of 18.8 mmol/l and 7.4 mmol/l back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.